Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was almost 500 mg/dl and went up to 520 mg/dl. Troubleshooting was performed. The customer also reported air bubbles in the tubing. The insulin pump will not be returned for analysis.